Event description:
Ous MDR - it was reported that artifacts in the rv and ra channels were already observed about 3 months after the implantation. A lead defect was suspected. No deterioration of the patient's state of health was reported. The lead was explanted and returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, the lead properties were thoroughly analyzed. It was noted that the insulation of the lead body was massively damaged by squashing about 28 cm distal of the is-1 connector pin. In addition, there was damage to the coating of the rope conductor to the ring electrodes a3 and a2 at just that site. A short-circuit could be measured between the rope conductor to the ring electrodes a3 and a2 and the inner conductor helix. The observed damage manifestation, which confirms the clinical complaint, requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.